Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h4 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part number: 03.010.000, lot number: 198p551, manufacturing site: haegendorf, release to warehouse date: 24.06.2021. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that extractscr f/tib+fem nails was stripped from the tip. No other issues were found. A dimensional inspection for the extractscr f/tib+fem nails was unable to be performed due to post manufacturing damage. According to event description, the device has been used only 5 times, and since the device was manufactured on june 2021, it is probable that the device was not used as intended or mated with devices that are not within the instructions for use. The observed condition is consistent with the rotating bending fatigue from striking the end cap off-axis, possibly in multiple various directions or the extraction assembly was over-tightened. The expert¿ tibial nail surgical technique was reviewed. Following relevant statement was found. Instructions of use: before removing the final locking screw, screw the extraction screw (03.010.000) into the tibial nail and tighten it to prevent rotation or displacement of the nail posteriorly below the tibial plateau. Attach the hammer guide (357.220) to the extraction screw. Remove the remaining locking screw with the screwdriver stardrive t25 ( 03.010.107). As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extractscr f/tib+fem nails would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on (B)(6) 2022, during an inspection at the loaner set department it was noticed that the extraction screws in question were used up. There was no surgical impact and no patient impact. No further information is available. This report is for a conical extraction screw for ti femoral and tibial nails. This is report 1 of 2 for (B)(4).